Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, during the procedure, there was a proximal type I endoleak. Per the physician, the cause of the endoleak was due to bulk calcium on the left side of the aortic neck. No sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.